Event description:
It was reported during implant after the lead had been positioned, the surgeon tried to pull the green stylet out of the lead. The stylet, however, only moved a ''little,'' so the surgeon ''put some muscle into pulling it.'' The metal part on the stylet at the hand stretched and nearly broke off. The cause of the problem was unknown, and the lead was replaced. There was no health hazard.

Manufacturer narrative:
Product ID neu_stylet_acc, lot # unknown. The lead and stylet have been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Final analysis of the lead revealed the stylet was stuck due to significant overstress/damage done to the lead. Final analysis of the stylet revealed the stylet wire was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.